Manufacturer narrative:
UDI (B)(4). The device was not returned for evlauation; therefore a full investigation could not be performed. A review of manufacturing records found the device conformed to specifiation when released to stock. If additional information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that there was a potential csf leak and the siphonguard separated from the hakim valve. Therefore a revision surgery was performed.